Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. Continuity was tested on the instrument and failed on one of the grips. The instrument was disassembled, and the break was isolated to the distal end. Upon inspecting the conductor wire at the yaw pulley, it was observed that the wire was already loose inside the silicone potting, indicating a break within the component. The silicone potting was removed, and the broken wire was revealed.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps instrument was not articulating well. The surgeon unable to use it for dissection. The procedure was completed with no reported injury and less than a 15-minute delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument looked fine, upon physical checks. There was no break or dent in the instrument or the wires. The instrument would not rotate in the direction the surgeon wanted it to. There were no collisions on the external arms of the robot, the ports were placed correctly and no clashing of arms occurred. This issue was intermittent and persistent, so we had to open another tray to continue with the procedure. This started when the surgeon was dissecting around the prostate. Unfortunately, there are no video recordings available to review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The bumper and gripping tests were performed no issue identified. An additional observation that was not reported by the site was also identified. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was no obvious damage to the conductor wire.

Event description:
Refer to h10/h11 for follow-up information.